Event description:
Unsafe wire (insulation around wire not intact) found on zoll defibrillator patches after placing on patient (prior to start of procedure). Zoll pads/patches removed, and new set placed on patient prior to procedure start.